Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the handset was lagging at 90% for about 6-10 minutes. The patient stated that they were taught how to clear the data and had been given instructions, but they had tried clearing the data 5 times and it wasn't clearing the lag. The patient stated that they had stopped boluses since they were so frustrated and it had been a headache dealing with the handset lag. The agent reviewed and guided the patient through clearing the data after which the patient was able to connect to the pump without any lag, so the agent understood that the patient wasn't clearing the handset data properly. When asked for the event date, the patient said that it was almost right away after having their current pump implanted and getting the handset, so maybe around mid-may. The patient included that they had been telling everyone about the issue for a long time but did not provide a time frame.